Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported; white foreign matter was observed in the sheath of a flexor parallel ureteral access sheath and dilator during transurethral urinary lithotripsy (tul). A wire guide was placed in the renal pelvis, and the sheath was inserted into the ureter. After the sheath's dilator was removed and a disposable ureteroscope was inserted into the sheath, multiple white thread-like foreign matter was observed in the sheath via the endoscopic image. The procedure was completed by removing the foreign matter with grasping forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6: component code (annex g). Investigation ¿ evaluation. It was reported; white foreign matter was observed in the sheath of a flexor parallel ureteral access sheath and dilator during transurethral urinary lithotripsy (tul). A wire guide was placed in the renal pelvis, and the sheath was inserted into the ureter. After the sheath's dilator was removed and a disposable ureteroscope was inserted into the sheath, multiple white thread-like foreign matter was observed in the sheath via the endoscopic image. The procedure was completed by removing the foreign matter with grasping forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as visual inspection of the returned complaint device was conducted. One device was returned for investigation without package or label. There was a clear fiber like material coming from the distal tip of the sheath. This same material was in a separate container returned with the device. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances related to this incident. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device does not provide any information related to the reported issue. A clear fiber like material was observed coming out of the distal end of the sheath. The material was likely the inner lining of the sheath. It is possible that the ureteroscope or other devices inserted through the scope peeled the liner. No specific information is known about the devices used in the procedure, so the cause of the issue was not conclusively established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.